Event description:
It was reported that the right ventricular (rv) lead was failing to capture and sense in bipolar configuration. It was also reported that the lead had moved. The lead was repositioned without difficulty and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the lead had a history of both bipolar and unipolar high thresholds. At this time the lead was not capturing and the patient was symptomatic with dizziness. The lead was capped and replaced.